Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display is dim/fading/reddish. Evaluation revealed that the bolus button cover was detached. (B)(6)

Event description:
The pump was returned for investigation. Evaluation revealed that the display is dim/fading/reddish. This report is made based on results of investigation completed on (B)(4) 2014.